Manufacturer narrative:
D10 concomitant product: 176630b, 176630b endoclip iii 5mm applier m/lx6 (lot#j5l3912y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, top part came apart, described as a snake tongue popping out, and device components disengaged into the cavity of the patient; these components were retrieved. The surgeon was able to squeeze the handles and close the jaws during the firing step. The issue was resolved by opening new clippers for both cases. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied. The clip counter was no longer active. The dink marks that hold the jaws in place were acceptable. The jaws were misaligned. Functional testing noted that the instrument was cycled, and the clip loaded into the jaws, the jaws and tissue stop moved forward out of the shaft. The jaws did not close during the firing cycle. It was reported that the component disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: jaws moving in and out shaft and jaw damage. The product analysis noted evidence that the device was not used as intended. These issues may occur when the jaws are closed and a twisting motion is applied to the device, causing the shaft to spin around the jaws and resulting in damage that leads to the reported condition. The issues may also occur if the distal end of the device is subjected to excessive manipulation or applied over an obstruction during use of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws or shaft during firing may result in an improperly formed clip and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.